Event description:
It was reported by the customer that a pyxis medstation system had a scanner issue. The customer stated that the es - handheld scanner is damaged and cannot scan medications with no lights on it. The technical support specialist assisted to reboot the station but the issue still persistent causing a delay in dispensing medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a scanner issue. The field service engineer stated that the customer resoled the issue. The system functioned as intended after the customer troubleshooted the device.